Manufacturer narrative:
D4: unique identifier (UDI) for pump: (B)(4). D4: unique identifier (UDI) for balloon: (B)(4).

Event description:
It was reported that the cuff of this artificial urinary sphincter (aus) had large dimple in it. Physician tried activating and dimple would not go away. It was reported that the pump would not activate due to a fluid loss, which was caused by the tubing being knocked by a suture needle. The aus was explanted and replaced. There is no additional information reported.